Event description:
It was reported that a patient on peritoneal dialysis therapy experienced a leak on the patient connector to the patient line. This event was reported to occur during initial drain. No injury or medical intervention was reported on the patient. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review was conducted there were no deviations from standard procedure and no exceptions related to the reported condition were noted. A visual and functional test including leak testing, clamp function test, clear passage test, device-device interaction testing was performed. Leak testing confirmed a leak through damaged patient line tubing to the connector. It was determined that the patient line connector was misassembled. The cause was a manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted.